Event description:
This diagnostic catheter burst at a location close to the entry site approx half way down the catheter following injection during a renal angiogram. Bleeding into tissue with formation of subsequent hematoma resulted. The pt was admitted for observation, however, no further intervention was required. This procedure had been successfully completed. The pt's condition is good. The user facility will not release this device for evaluation. Therefore, no failure analysis will be available.